Manufacturer narrative:
Device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history records has been requested. Placeholder.

Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: after using the threaded reduction tool to manipulate a fragment, the scrub nurse noticed that the item had "not for human use" printed on the side of it. This report is 1 of 1 for complaint (B)(4).